Event description:
It was reported that during the benign prostatic hyperplasia (bph) procedure, the fiber cap detached and the fiber tip broke at 13,598j. The tip of the fiber was reported to have been cleaned during procedure. It is unknown if the detachment occurred inside or outside the patient. A second fiber was utilized to complete the case. There was no patient injury reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits mild devitrification and the metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the reported "fiber cap detach" was not able to be confirmed. However, the probable root cause of the failure was heat accumulation. Based on analysis results, the potential for forward firing may exist. The cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Therefore, an evaluation code of operational context was assigned to this investigation.